Manufacturer narrative:
The main component of the system, other applicable components are: product ID 3389s-40, lot# va15czl, implanted: (B)(6)2017 explanted: (B)(6)2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the event was not determined.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the patient has right had tremor that was unresolved/unchanged post-implant due to a left stn lead migration confirmed through CT scan imaging on (B)(6) 2017. As a result the lead was explanted/replaced on (B)(6) 2017, with the issue resolved without sequalae on (B)(6) 2017. The etiology was related to the device or therapy and not related to the implant procedure.